Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope, myocardial infarction, and cardiac arrest following shock therapy from the patient's device. The patient was resuscitated and intubated. The patient's family made the decision to turn on the device's tachycardia therapy and place a do not resuscitate order. The patient had been suffering from chronic heart failure. This device remains in service. No additional adverse patient effects were reported.